Event description:
Boston scientific received information that this patients left ventricular (lv) lead and device exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms as well as loss of capture (loc) and increased thresholds. Boston scientific technical services (ts) was consulted and suggested bringing the patient in to check impedances. As a result the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted that only the proximal segment was returned and it was severed at 268 millimeters (mss) from the terminal pin. Blood and body fluid were noted in the lumen. The returned portion of the lead was subject to direct current resistance testing and passed on all paths, verifying the returned portion lead's electrical performance was intact. Analysis was unable to confirm the allegation from the field with the returned lead segment.

Event description:
A portion of the lead was returned for analysis.

Manufacturer narrative:
(B)(4).